Event description:
It has been reported to co that during the procedure the plunger of this device was defective. Reportedly, when the physician pulled negative the plunger pulled off. The device was removed and replaced. The pt is reported as fine. The device is not being returned for analysis.